Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Result: device subassembly = rinse mechanism.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for tina-quant albumin (microalbumin). The involved sample is a urine sample. The customer noted that there was debris in the sample and that it was centrifuged prior to running it. The sample initially resulted as 85 mg/l and this value was reported outside of the laboratory. The result was questioned, so the customer poured over the sample into two additional tubes and performed repeat testing of the sample using these 2 tubes. The 2 additional tubes were confirmed to be free of debris. Additional tube 1 repeated as 15 mg/l and additional tube 2 repeated as <3 mg/l accompanied by a data flag. All three tubes were then repeated again on 10/29/2013 with the original tube resulting as 8 mg/l, additional tube 1 resulting as 19 mg/l, and additional tube 2 resulting as <3 mg/l accompanied by a data flag. The customer did not know which values were correct. The patient was not adversely affected. The microalbumin reagent lot number was 66899501 with an expiration date of 06/30/2014. The field service representative determined that there was a faulty adjustment on the rinse mechanism and that the sample probe was maladjusted. He adjusted the rinse mechanism along with the sample probe. He ran precision studies on microalbumin. The customer ran quality controls and all were within the customer specifications.